Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens). It was reported that the patient asked about switching leads and they wanted to know if they had to undergo the same pain as before. Patient stated they didn't do too much and now they were having to catheterize more. They said that monday evening they had gone to use the bathroom and they had an urge to go, but only voided a little then felt a shocking sensation all the way through their body twice. Since then, they had lowered the amp and felt uncomfortable increasing the amp. Patient complained about feeling big pack of something on their back. Patient was assisted with switching to the left side at 1.7. They reported feeling stimulation comfortably in the rectum area. It was reported the patient had lead removal planned for the next day. Contributing factors and resolution to the event were unknown. No further complications were reported or anticipated.